Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that approximately four hours post-implant, the low-voltage right ventricular (rv) lead exhibited a singular high pacing impedance measurement. The physician manually tested the impedance several times, which all showed impedance values within an acceptable range. The rv lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.